Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the alleged event. The pt is reported to have developed fever, chills and erythema at the surgical site after implant of the graft. Cultures later grew staphylococcus. The pt was treated with antibiotics. The graft remains implanted and the pt is reported to be doing well. Medical records were provided. However, those records dealt mostly with the implant procedure and not the reported followup procedure. No culture reports were provided in those records. While there is no indication that the mesh was the source of the reported infection, it is listed as a possible adverse reaction in the product's instructions for use. The IFU states: "if an infection develops, it should be treated aggressively." The mesh remains implanted, therefore no device eval could be performed. With the info provided, no conclusion can be drawn.

Event description:
Based on info reported to davol: (B)(6) 2011 - the pt underwent ventral hernia repair with xenmatrix. The pt developed fever, chills and erythema over surgical site. On (B)(6) 2011 - the pt underwent add'l surgical intervention, the wound/abdomen was opened and cultures were obtained. On (B)(6) 2011 - pt admitted to hospital. On (B)(6) 2011 - initial gram stains indicated yeast forms and a few days later cultures grew staphylococcus. The physician reported the pt was treated with antibiotics. Pt discharged on (B)(6) 2011 on wound vac. Ni/ni/2011 - pt returned to hospital after developing tempurature of 101.7. Pt was admitted and was treated with antibiotics. Wound debrided daily during hospital stay and has since been discharged and appeared healthy.